Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2005. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen on (B)(6) 2009 with complaints of pelvic pressure and pain for one month. The patient was seen again on (B)(6) 2012 with the same complaint. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age.